Event description:
It was reported that a power on reset (por) occurred and that the patient was undergoing radiation therapy. The device was reprogrammed to clear the reset and remains in use. No patient information reported in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.